Event description:
It was reported that (1) device was used during a appendectomy. It was reported by the affiliate that the atw35 instrument jammed during the procedure. Another instrument was used to complete the case. The case was extended 15 minutes do to the malfunction. 08/05/1999 more info from affiliate: there was no further consequence to the patient.